Manufacturer narrative:
The device was received for evaluation. During functional testing, the keypad was found to be physically broken. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be external influences. The keypad will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a broken keyboard during testing in the biomedical service department. There was no patient involvement. No additional information is available.